Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the 8mm large needle driver instrument plastic cover came off. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial complaint allegation suggests that the missing material or damage did not occur during a surgical procedure, meaning it was not while the device was in use within the patient. This has been confirmed to be ruled out. There was no report of fragments falling from the device while it was being used within a patient. However, it was noted that the holders do not grab properly.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm large needle driver instrument for failure analysis investigation. The instrument was analyzed and was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The instrument was fully functional. No product issue was identified.

Event description:
Refer to h11 for follow-up information.